Event description:
In 2006 while lifting a resident, using a uno 100 ee patient lift the sling became unhooked when the patient shifted weight and fell to the floor. Nine days later, a liko representative was allowed to view and inspect the equipment. It was discovered that a non-liko approved sling was used in the transfer and that the slingbar used on the lift was missing the safety latches. The uno patient lift is not designed, tested or approved for use with non-liko slings, and we strongly discourage their use on our lifts. The incident could not be recreated by staff when the liko approved sling was used, with the safety clips on the slinger and properly positioned.